Manufacturer narrative:
The initial MDR 2432235-2017-00366 was filed on june 15, 2017. Additional information (06/20/2017): the customer has provided additional information regarding the discordant results.

Event description:
Discordant, false reactive hepatitis b surface antigen (hbsagii) results were obtained on multiple patient samples on an advia centaur xp instrument. The customer stated that the discordant hbsagii results had values between 1 and 50 indexes. The initial results were not reported to the physician(s). The samples were re-centrifuged and repeated, resulting ( B)(6). It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false reactive hbsagii results.

Manufacturer narrative:
The initial MDR 2432235-2017-00366 was filed on june 15, 2017. The first supplemental MDR 2432235-2017-00366_s1 was filed on july 14, 2017. Additional information (06/01/2017): siemens customer service engineer (cse) and regional support center (rsc) specialist were dispatched to the customer site. After analyzing the instrument, they found that the water supply line on the millipore distilled water generator was contaminated. They performed decontamination of the supply line and after completion of the decontamination procedure, the system was operational and the assay performance improved significantly. A siemens headquarters support center specialist reviewed the service report and concluded that the contamination of the system can significantly affect assay performance and results. The discordant results could have been obtained due to the contamination. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced multiple parts (luminometer, valves, degasser and millipore filter). The cse also found that the cuvettes were defective. The cse then checked the pinch valves and acid and base dispenses, and made calibrations on the wash station, reagent probes and sample probe. The cse tested water with millipore filters, and performed dry, wetwater and wetwash 1 testing, which were acceptable. The issue still persists. The cause of the discordant (B)(6) results is unknown. Siemens is investigating the issue.

Event description:
The customer stated that they obtained discordant results for hepatitis b surface antigen (hbsagii) assay on an advia centaur xp instrument. The customer did not perform repeat testing. The initial results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) results.